Event description:
Magnesium sulfate IV piggyback was to run over a four hour period, instead, it ran in a 1/2 hour period. Doctor notified. EKG ordered. Hr decreased slightly. Monitoring vitals q15 min for next 2 hours. Notified rn team leader of incident. No patient harm.